Manufacturer narrative:
Conclusion: after investigation at medtronic and its supplier, the shunt appears to be cut off at the tip. Without the return of the full device, functional testing was not able to be performed. The quality engineers confirmed that the manufacturing process of the shunt product would not allow for this type of a defect. Specification requires visual inspection of the cannula for short shots, tears, and other defects identified in the specification and if found they are to be rejected. This cannula appears to be cut and would not have passed through the system. No root cause was able to be identified. As the lot number was not available from the customer, the device history record could not be reviewed. (B)(4).

Event description:
Medtronic received information indicating that during an off-pump coronary artery bypass (opcab) case, this 31100 shunt was used for an obtuse marginal distal anastomosis. After anastomosis, the shunt was removed and appeared to be cut off. X-ray was taken; however, no pieces of the device were found in the coronary artery or the thorax. The physician guessed a piece of the device remained in the patient; however, it was not observed on x-ray. The patient's hemodynamics presented no issues; the incision was closed. There were no adverse patient effects as a result of this issue. The device was returned. Additional information was later received that the customer no longer assumes the product is in the patient.

Manufacturer narrative:
Product analysis: visual inspection shows a piece of the device to be broken off. The device was sent to the manufacturing facility for a more detailed analysis. Conclusion not available as the investigation is in progress. (B)(4).

Event description:
Medtronic received information indicating that during a coronary artery bypass graft (CABG) case, this shunt was used for anastomosing the obtuse marginal (om) artery. After the shunt was removed, it appeared to be cut off. The shorter portion was at the proximal side, the longer portion was at the distal side. X-ray was taken after all the lesions were anastomosed; however, no debris was found in the coronary artery or the chest cavity. As the patient's hemodynamics presented no issues, the incision was closed. The physician guessed that piece remained in the patient; however, it was not observed on x-ray. There were no additional adverse patient effects as a result of this issue.